Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to a dislodgement. The patient also reported that he had experienced muscle stimulation in the past. A revision procedure was performed where the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.